Event description:
Customer reported hospitalization. Customer was not in emergency room due to diabetes. The blood glucose reading is 215 mg/dl. Customer stated that the drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.